Manufacturer narrative:
Physio-control evaluated the customer¿s device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device power cycled for approximately one minute during a patient event. The customer advised that the device powered on and off approximately 5 or 6 times. After removing and reinstalling the batteries, the device was powered on with no further incidents. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. This issue is patient related; however there was no adverse patient outcome reported. Physio-control contacted the customer in order to obtain additional information, however, the customer advised that no further details are available.